Manufacturer narrative:
Date of submission 06-jun-2018 the device has been returned and evaluated by product analysis on 29-may-2018 with the following findings: a review of the black box showed one power on reset after a replace battery alarm. The battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was observed inside the battery compartment. The returned battery cap had stripped threads. The battery cap was unable to maintain an electrical connection. The reported power complaint was duplicated. A test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to complete 24 hour duration testing. No power on reset events were duplicated during this time. A leak test failed with a battery compartment leak. The pump cover was removed to find no evidence of moisture on the printed circuit board or internal components. No damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.